Event description:
It was reported that there was swelling in the left buttock which made recharging difficult. Also, there was draining from the inferior portion of the incision for several weeks. This drainage caused swelling over the patient's left battery incision which caused him to not get a good charge. The patient was placed on antibiotics around (B)(6) 2011 by their healthcare provider (hcp). The patient reported a "cyst" on their back that had drainage. Good stimulator coverage was obtained.

Manufacturer narrative:
Lead model 39565 serial # (B)(4) implanted: (B)(6) 2010 explanted: unk patient programmer model 37743 serial # (B)(4) implanted: na explanted: na recharger model 37752 serial # (B)(4) implanted: na explanted: na.